Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. There were two devices involved in this procedure: 1)novasure ns2013, submitted to the FDA under MFR: 1222780-2021-00113. 2)novasure ns2013 submitted to the FDA under MFR: 1222780-2021-00117.

Event description:
It was reported that on may 12th during a novasure procedure, a uterine perforation occurred. The patient received a salpingectomy, a hysteroscopy and sounding of the uterus prior to the use of the novasure. Two novasure devices were used in this procedure. The procedure was aborted when the perforation was discovered. No other information is available.